Event description:
Blood pressure monitor was giving high readings. Converted patient. Patient ended up contacting physician. Resulted in patient unnecessarily being sent to hospital for an EKG. This is the second time a patient has bought a blood pressure device from this company resulting in wasted testing and dollars. I have had other customers return blood pressure devices stating the readings were too high when tested at the physician's office. Diagnosis or reason for use: hypertension.